Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture and expiration dates cannot be determined. However, the complainant stated that the device was used prior to the expiration date. Reported event of seal compromised. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
(B)(6) it was reported to boston scientific corporation that an expect¿ needle device was about to be used in the patient¿s pancreas for an endoscopic ultrasound (eus) procedure on an unknown date. According to the complainant, upon removal of the expect¿ needle device from the box, it was found that the package of the device was not sealed. The procedure was completed with another expect¿ needle device. There were no patient complications reported as a result of this event. Furthermore, there was no change in the patient¿s condition at the conclusion of the procedure.